Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had fibers sticking out of the cord. The issue was identified during reprocessing. The procedure was diagnostic. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new reportable findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the fibers sticking out of the cord was due to a puncture on the cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had fibers sticking out of the cord. The issue was identified during reprocessing. The procedure was diagnostic. There were no reports of patient involvement.